Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was able to resume insulin, however occlusion continued and all troubleshooting has been exhausted. A replacement pump was sent to the customer to resolve the issue.